Event description:
(B)(4) clinical study. It was reported during a percutaneous coronary intervention, jailing of vessel occurred. On (B)(6) 2012, the patient presented due to unstable angina and non-q wave mi with elevated troponin and abnormal electrocardiogram (ECG). The patient was referred for cardiac catheterization. Subsequently, index procedure was performed one day from admission. The target lesion #1 was a de novo lesion located in the saphenous vein graft (svg) to distal right coronary artery (rca) with 90% stenosis and was 12 mm long with a reference vessel diameter of 3.5 mm. The physician treated the lesion with direct stent placement using a 3.50mm x 16 mm promus element plus stent. Following post dilatation, residual stenosis of 0%. Target lesion #2 was a denovo lesion located in mid left anterior descending (lad) with 80% stenosis and was 16 mm long with a reference vessel diameter of 3.0 mm. The lesion was treated with pre dilatation and placement of 3.00mm x 20 mm promus element plus stent at the mid lad diagonal bifurcation which caused jailing of the diagonal branch. The physician treated the event with balloon angioplasty by using a 2.5 mm balloon catheter at the ostium of the diagonal. Following post dilatation the residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).